Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the rx tunnel detached from the catheter and was left inside the duodenoscope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: device code 2907 captures the reportable issue of rx tunnel detached. Block h10: investigation result a visual examination of the returned device found that the rx tunnel was detached, and the catheter lumen was torn. The balloon was partially detached from the catheter, but the balloon did not any visible anomalies. No further damage was found. Laboratory analysis confirmed the reported clinical observations. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this problem has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the rx tunnel detached from the catheter and was left inside the duodenoscope. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.